Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. As reported in a research article, a patient underwent mitral valve repair with the implantation of a 27mm attune annuloplasty ring. An event of dyspnea, mitral stenosis, and a mean transmitral gradient of 20mmhg was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter mitral valve-in-ring implantation in the flexible adjustable attune annuloplasty ring", was reviewed. This research article reports a case study on a (B)(6) year old male who underwent mitral valve repair with a1/p1 commisuroplasty and implantation of a 27mm attune annuloplasty ring 6 years ago. The patient had a history of stroke, seizures and tobacco abuse. The patient presented to the hospital with dyspnea on exertion and a transesophageal echocardiogram(tee) was performed. The tee revealed normal left ventricular systolic function and severe mitral stenosis with a mean transmitral gradient of 20mmhg. The patient underwent transcatheter mitral valve-in-ring implantation(tmvir) with a 26mm edwards sapien 3 valve and was discharged on post-operative day 1. The article concluded that tmvir in the adjustable attune annuloplasty ring is feasible with meticulous pre-procedural planning. The primary author of the article is brett oestreich, university of minnesota, minneapolis, mn, USA. The corresponding author is stefan bertog, university of minnesota, minneapolis, mn, USA with the email sbertog@aol.com.